Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe was placed on in-house system and was run in normal mode and the reported failure was confirmed. The visual inspection shows the erbe in good condition. The complaint regarding energy issues was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issues, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The monopolar cable was not detecting the instrument and surgeon was unable to fire using the monopolar instrument. The fse found monopolar cable having issue and customer was using the cable beyond 20 uses. The fse replaced the integrated electrosurgical unit erbe (erbe) generator due to monopolar cable detection issue. The fse advised customer that erbe monopolar and bipolar cable should be used within the limits as instructed by factory recommendations. The cable usage beyond the recommended usage leads to port damage and it may have low energy output or malfunctioning of the instruments. The system was working fine after iesu replacement. The system was tested and verified as ready for use. An RMA had been issued requesting to have the isi device returned. The complaint regarding energy issues was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the site was facing issue with monopolar energy not working. The csr connected customer in a conference call. The site replaced the monopolar instrument and the energy cable with no success. Same issue observed with another monopolar port on the integrated electro surgical unit (iesu). The tse suggested to use third-party electrosurgical unit. No error found related to the complaint. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the procedure was completed robotically using the third-party generator.